Manufacturer narrative:
Upon further review, it was found that 1018233-2025-07948 had no allegation against device. Therefore, a retraction is being submitted. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun devices have been sitting in ICU rebooting at 84 percentage for over half an hour. Could not locate iqvia service technician and devices were not able to be used and just beeping loudly taking up space when there are enough alerts going off in the ICU already. Apologized profusely and noted that these upgrades were not supposed to be done on the floor. Device should have been taken to biomed shop. Called back and advised, apologized again and gave direct cell to call back with technician's name. Noted upgrade should take about an hour and a half and did not power off or unplug until technician returns and addresses sn (B)(6). Per follow up information received via mail on 17sep2025, they went up to the ICU department and inquire, they confirmed that here was no issue on the software update. It was just a misconception of the alarm going on while uploading and the engineer was not there. Everything was in order, no issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun devices have been sitting in ICU rebooting at 84 percentage for over half an hour. Could not locate iqvia service technician and devices were not able to be used and just beeping loudly taking up space when there are enough alerts going off in the ICU already. Apologized profusely and noted that these upgrades were not supposed to be done on the floor. Device should have been taken to biomed shop. Called back and advised, apologized again and gave direct cell to call back with technician's name. Noted upgrade should take about an hour and a half and did not power off or unplug until technician returns and addresses sn (B)(6) and (B)(6).